Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), difficulty was encountered when crossing the aortic arch. The dcs was rotated in the descending aorta and then retracted for a second attempt at advancement. Force was applied during the second attempt to cross the arch and was successful. When the dcs eventually passed to the aortic position, the blood pressure dropped. The valve was then implanted at a good depth. The blood pressure did not recover and a tear in the descending aorta caused by the dcs was observed on the aortic angiogram. A perforation was evident at the apex of the aortic arch. A covered stent was placed, and a chest drain was inserted. Cardiac arrest followed, and death occurred due to vessel wall trauma by the dcs. It was unknown if an autopsy was performed. The anatomy was reported to be calcified and tortuous with moderate to severe annular angulation with significant calcification just below the left coronary cusp extending into the left ventricular outflow tract (lvot).